Manufacturer narrative:
Lot number was provided for both malfunctions and therefore, a lot history review will be performed. For one of the two reported information, one device was returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. Another device has not been returned for evaluation, therefore, the investigation is inconclusive for suction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0607540 implantable port allegedly experienced suction problem. This information was received from various sources. Both malfunctions involved patients with no consequences. One patient is (B)(6) year old; age and gender were not provider. Age, weight, and gender were not provided for the other patient.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0607540 implantable port allegedly experienced suction problem. This information was received from various sources. Both malfunctions involved patients with no consequences. One patient is 24 year old; weigh and gender were not provider. Age, weight, and gender were not provided for the other patient.

Manufacturer narrative:
H10: the lot number was provided for both malfunctions and therefore, a lot history review will be performed. For one of the two reported information, one device was returned to the manufacturer for evaluation. The investigation of the reported malfunction is unconfirmed for the suction problem, but identified the reported 2954-improper flow or infusion . Another device has not been returned for evaluation, therefore, the investigation is inconclusive for suction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. A root cause has not been determined. The devices were labeled for single use. H10: g4 h11: b5; h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.